Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (s/n (B)(6) displayed a tcmid:06 (ce post failure) error message during power-on-self-test. Was confirmed during event log review but not confirmed during functional testing. The root cause for the reported complaint was due to a defective cooling engine, as a result of normal wear and tear. The thermogard console was manufactured in july 2013 and is 8 years old, past its expected serviceable life of 5 years. Unrelated to the reported complaint, during visual inspection of the thermogard console, it was noted that a cracked top lid, a broken saline bag hook and a missing pan drip were observed. These types of physical damages/missing parts could be attributed to user mishandling. The top lid, saline bag hook and pan drip were replaced to address these issues. Also, worn out white rollers and a loose module power input were observed likely attributed to wear and tear. In addition, observed the cold well glycol was mixed with oil, thus confirming the secondary customer complaint, likely attributed to user mishandling and/or aging console. The contaminated glycol was drained, and the cold well was flushed and filled with fresh glycol to resolve the issue. The event logs were reviewed and confirmed the occurrence of multiple tcmid:06 error messages on the reported event date, thus, confirming the reported complaint. Also, multiple mid:09 (air trap assembly) error message, unrelated to the reported complaint. The most likely root cause for the observed mid:09 error was due to the contaminated glycol in the cold well and air trap. The console failed the functional test due to tcmid:02 (ce danfoss error) error message displayed upon power up, unrelated to the reported complaint. The root cause of tcmid:02 error was due to a defective cooling engine. To remedy tcmid:02 error, the cooling engine was replaced. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Thermogard xp ivtm system (s/n (B)(4)) displayed a tcmid:06 (ce post failure) error message during power-on-self-test. Also, oily substance in glycol was noted. Patient use information was requested but no additional information was provided, therefore patient use is unknown.